Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure and did not sustained injury. 15 days post the index procedure the physician removed the catheter. The patient returned same day several hours later, due to inability to urinate. The physician replaced the foley catheter and the patient was able to empty bladder. A day after the foley catheter replacement, urine culture was taken. Approximately three days after the urine culture, the patient was informed of an infection, and cefuroxime 500mg was prescribed. 23 days post prescribed medication there was a sudden growth of the left teste. 3 days post the reported sudden growth symptom, the patient was treated with antibiotics and was catheterized during office visit. The patient was admitted to healthcare facility two days post last office visit due to a hydrocele infection of the left teste. The patient underwent transurethral resection of the prostate (turp) to treat the symptom.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure and did not sustained injury. 15 days post the index procedure the physician removed the catheter. The patient returned same day several hours later, due to inability to urinate. The physician replaced the foley catheter and the patient was able to empty bladder. A day after the foley catheter replacement, urine culture was taken. Approximately three days after the urine culture, the patient was informed of an infection, and cefuroxime 500mg was prescribed. 23 days post prescribed medication there was a sudden growth of the left teste. 3 days post the reported sudden growth symptom, the patient was treated with antibiotics and was catheterized during office visit. The patient presented at (B)(6) hospital emergency room two days post last office visit with groin swelling and complaints of pain to testicular area of the left as well as extreme tenderness of the scrotum. The patient was admitted and evaluation results showed there is a large left hydrocele. The patient underwent a CT guided scrotal abscess drainage procedure. During the procedure, access was gained to the scrotal cavity and it was drained of 500 cc of foul smelling thick pus from the left scrotal cavity. The hydrocele sac was dissected off the scrotal and went through multiple microabscesses. The sac was completely shelled out from the scrotal wall. It was at least 8-9mm thick. It was grossly infected. Thorough irrigation was carried out using hydrogen peroxide and bacitracin solution. The testi along with sutured hydrocele sac was delivered back into the scrotum. Procedure was completed without complication. Post procedure, a jackson-pratt drain was left in place until the drainage is less than 20cc. Antibiotic will be continued and foley catheter was left in place until a definitive prostate procedure be performed. The patient was discharged. During follow up appointment approximately a month post medical treatment at (B)(6) hospital, indicated that the patient is doing well. The scrotal incision has healed almost completely. Patient is off IV antibiotics. Prostate is tender so seems to be still inflamed. The prostate measures 212 cc and the patient is on finasteride and tamsulosin (dose unknown).

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, a conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure and did not sustained injury.15 days post the index procedure the physician removed the catheter. The patient returned same day several hours later, due to inability to urinate. The physician replaced the foley catheter and the patient was able to empty bladder. A day after the foley catheter replacement, urine culture was taken. Approximately three days after the urine culture, the patient was informed of an infection, and cefuroxime 500mg was prescribed. 23 days post prescribed medication there was a sudden growth of the left teste. 3 days post the reported sudden growth symptom, the patient was treated with antibiotics and was catheterized during office visit.the patient presented at john muir hospital ER two days post last office visit with groin swelling and complaints of pain to testicular area of the left as well as extreme tenderness of the scrotum. The patient was admitted and evaluation results showed there is a large left hydrocele. The patient underwent a CT guided scrotal abscess drainage procedure. During the procedure, access was gained to the scrotal cavity and it was drained of 500 cc of foul smelling thick pus from the left scrotal cavity. The hydrocele sac was dissected off the scrotal and went through multiple microabscesses. The sac was completely shelled out from the scrotal wall. It was at least 8-9mm thick. It was grossly infected. Thorough irrigation was carried out using hydrogen peroxide and bacitracin solution. The testi along with sutured hydrocele sac was delivered back into the scrotum. Procedure was completed without complication. Post procedure, a jackson-pratt drain was left in place until the drainage is less than 20cc. Antibiotic will be continued and foley catheter was left in place until a definitive prostate procedure be performed. The patient was discharged. During follow up appointment approximately a month post medical treatment at john muir hospital, indicated that the patient is doing well. The scrotal incision has healed almost completely. Patient is off IV antibiotics. Prostate is tender so seems to be still inflamed. The prostate measures 212 cc and the patient is on finasteride and tamsulosin (dose unknown).